Event description:
The customer reported that during a temporal artery bypass procedure, an unknwon handpiece sparked and a fire ocurred. The patient had an o2 mask on. The generator's output settings were set to 40 cut and 40 coagulation.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.